Event description:
It was reported that the wake button was "difficult to press and requires multiple presses to turn on pump screen". There was no reported adverse impact to the customers blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.